Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an adjustable valve. It was reported that the patient was hospitalized for hydrocephalus and underwent ventriculoperitoneal shunt on (B)(6) 2024. After the operation, their condition was stable and they were transferred to a rehabilitation hospital for treatment. On (B)(6) 2024, there was fluid leakage in the head operation area, but the measures such as suture and drainage of lumbar cistern did not improve. They were admitted to our department in emergency on (B)(6) 2024. They underwent ventriculoperitoneal shunt valve replacement surgery using the same brand and model of medical equipment in our emergency department on (B)(6) 2024. After the surgery, the cerebrospinal fluid leakage improved significantly. After treatment, they were discharged from the hospital on (B)(6) 2024.